Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure modes were confirmed. The clinical / medical investigation concluded that, per complaint details, the data presented in the aging literature review article refers to a patient that required a uni knee revision due to pain, swelling, and pe dislocation with excessive metallosis approximately 4-6 weeks post uni knee implantation. Per correspondence, the complaint was submitted to s+n under (B)(6). The x-ray imaging supports the complaint and per the explant analysis, ¿the lack of deformation on the posterior locking mechanism of the insert suggests that the insert may have not been fully seated into the tibial baseplate¿. The patient impact beyond that which is documented in the article and complaint details itself could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, abnormal loading of the limb, material in use, patient reaction or wear. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was documented on the paper that the journey uni knee system (smith & nephew) was applied to 1 patient and presented pain, swollen knee, and pe dislocation was found under the patellar tendon. The whole intra-articular soft tissues and particularly the synovial tissue presented an aspect of black sludge due to excessive metallosis. Revision surgery was performed due to metallosis and poly insert dislocation (journey uni knee). All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.